Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet displayed alert 41 and would not proceed, consistent with an insulin shaft rewind error and failure to infuse, and the event occurred on the pump¿s firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, aligning with a failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.